Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that four days post implant the patient felt chest pain during ventricular pacing and a perforation was suspected. The lead was evaluated and the physician felt that the lead was causing diaphragmatic stimulation. The lead was turned off and remains implanted. No further patient complications have been reported as a result of this event.